Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was asymptomatic. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
The model number should have been reported as 3650. The ICD was returned and the device was tested on the bench and found to be normal. Device was found to be within estimated longevity. Device¿s battery voltage adc function was tested and found to be normal. In october 2016, battery voltage was just exiting midlife, causing the programmer to overestimate the longevity.

Event description:
Correction: the programmer exhibited overestimation of battery longevity for the ICD due to midlife phase. There were no patient consequences. The ICD was explanted due to patient death with no allegation the death was caused by our product.

Manufacturer narrative:
Device was tested on the bench and found to be normal. Device was found to be within estimated longevity. Device¿s battery voltage adc function was tested and found to be normal. In october 2016, battery voltage was just exiting midlife, causing the programmer to overestimate the longevity.

Event description:
New information states that the device was explanted on an unknown date due to patient death, with no allegation the death was related to this product.

Event description:
The device exhibited incorrect longevity estimation.